Event description:
The kissing stent technique was being used in the left and right groin. After gaining access in the left groin, the physician advanced the wire sub-intimally unintentionally. Once the omnilink .035 was placed through the sheath in the right groin and in place at the iliac bifurcation, the physician attempted to position the omnilink which was placed through the left groin in the left iliac. While positioning the left stent he noticed that he was sub-intimal and attempted to pulled the stent back into the true lumen. Upon withdrawing the stent it dislodged from the balloon was lodged in the iliac. The stent was snared and removed without incident from the pt. The pt is doing fine.